Manufacturer narrative:
During an internal review on 13-feb-2025, noted a correction to follow-up #1 as stated additional information received on 02-feb-2025 and should have been 04-feb-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulsetm catheter and the patient experienced a stroke. The patient had a pvi (pulmonary vein isolation) procedure with pfa varipulse. The physician maintained an act at 350 during the procedure; however, at the end of the case the act was 250. There were only a couple of applications left to finish the case so he did not administer heparin. The patient had a stroke. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 14-jan-2025. The event occurred on (B)(6)2024. Mapping and ablation was done with the varipulse catheter. Transseptal puncture was performed. The stroke was discovered post use of bwi products. Physician¿s opinion on the cause of event it that it was procedure related. The patient needed several more days in the hospital for the imaging and to monitor the situation. CT and MRI scans were done on the patient. The patient¿s condition improved but still needed time to fully recover. Additional information was received on 2-feb-2025. The procedure occurred on (B)(6)2024, and the patient stayed in the hospital until (B)(6)2024. During this time the patient underwent conservative treatment with food and ergotherapy. The national institutes of health stroke scale (nihss) score was 2 points. During this time the patient also underwent a CT scan and MRI scan. He went to rehab for stroke. When he left the hospital, he had some neuropsychological deficit. The update from the revision on (B)(6) showed that the patient recovered well. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 11-feb-2025. Presenting rhythm was sinus. Rhythm while ablating was sinus. No cardioversion was done prior to ablation. Number of pfa applications was (B)(4). No rfa ablations. 0 stacking. Additional information was received on 12-feb-2025. There were in total (B)(4) completed ablation and (B)(4) incomplete ablation. These ablations include the veins and the posterior wall. The left atrium was already quite sick, with several areas of low voltage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).